Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged te pad/sensing electrode) has been confirmed. Upon investigation the electrode belt was unable to complete incoming functional testing. The ECG "c" and "d" was pulled from the strain relief, damaging trunk cable connector j704 on the distribution node pca. The root cause for the strained cable could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.